Manufacturer narrative:
Based on this information this event no longer meets reporting criteria per applicable regulation, because the malfunction does not result in the failure of the device to perform its essential function or compromise its therapeutic, monitoring, or diagnostic effectiveness, which could cause or contribute to a death or serious injury or other significant adverse device experiences required by regulation, and although recurrence is presumed, it would not be expected to cause or contribute to a death or serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that a excoriation mark developed on the central optic surface of the iol with implantation by the resident physician surgeon, likely due to iatrogenic inadvertent improper loading of lens into position into the lens cartridge when using inserter or scraping of optic with loading forceps. Due to the optic having a central excoriation mark near the visual axis, the clinical decision was made to explant the iol to prevent any potential postoperative visual distances from this excoriation, and a new similar powered lens was implanted, without complication, and with untainted central optic surface.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via reply card as destroyed removed wasted.